Event description:
It was reported the patient was dissatisfied with their device batteries' longevity. It was stated the patient used to get two years from their device batteries, but this time the patient only got one year of service from their batteries. It was also stated the patient used higher settings on these batteries then on previous device batteries. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3389s-40, lot# v224595, implanted: (B)(6) 2009. Product type: lead: product ID 3387s-40, lot# v055961, implanted: (B)(6) 2007. Product type: lead. (B)(4).